Event description:
A pt reported inaccurate readings with a one touch meter. On event date, pt's blood glucose was 548mg/dl on ot meter at 07:42pm. Pt went to emergency room based on hcp provider's advice. At the ER, pt's blood glucose was 134mg/dl. Time between two blood glucose readings is unknown. Pt did not experience any adverse events. Pt did not receive any medical treatment. No further information has been reported.